Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ IV cannula tip was blunt and defective, and the needle pierced through the catheter while introducing it. The following information was provided by the initial reporter: "hcp stated that the front end of the plastic part of the catheter is blunt." "When the hcp used the product (venflon), the needle cut through the catheter. This issue occured for 1 patient and after that they stopped using the product."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-jun-2022. Investigation summary: one sample and one photo was received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported complaint of catheter tip integrity. The investigating team has used the retention samples of material number 391451 and lot number 9340630 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has tested for needle penetration force, and all showed no catheter tip integrity ten retention samples. The team identified three places which can contribute to these defects: station number 15 in tda ¿a (station # 15 is the station in which the beveling of catheter is done with the help of a blade & any issue with the blade such as getting blunt will cause improper cutting & hence will result in catheter tip damage) station number 3 & 18 in va 31 (station 3 in va is one in which the ex tda is assembled with catheter adaptor & station 18 is one in which the protection hub is assembled) for sampling. If the assembling is not proper at both these stations the catheter tip will get damaged as these stations, there is a direct interaction of catheter with other components. 10 samples were collected for each station of both the machines & defect analysis was done. The results were as shown below. Tda-a: out of 10 samples, one defect (catheter tip damage) observed va 31 station no # 3: out of 10 samples, one defect (catheter tip damage) observed va 31 station no # 18: out of 10 samples, 5 defects (catheter tip damage) observed the analysis of the results concluded that the samples from station number 3 to station number 18 & out of 10 samples collected, 5 defects were found in total. Based on the results, the team did rca and following actions were drawn for the defect causes: loose/ excess pulling was happening at station # 8 in tda-a. Station # 15 blade changing frequency is of 30 minutes and it was not getting marked so, a conclusion was drawn that the blade changing timing adherence is not proper. Station # 18 centering was getting disturbed frequently due to which the catheter was getting damaged while assembling of protection hub h3 other text : see h10.

Event description:
It was reported that the bd venflon¿ IV cannula tip was blunt and defective, and the needle pierced through the catheter while introducing it. The following information was provided by the initial reporter: "hcp stated that the front end of the plastic part of the catheter is blunt". "When the hcp used the product (venflon), the needle cut through the catheter... This issue occured for 1 patient and after that they stopped using the product.".